Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified while the system was outside clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed the issue. Troubleshooting and analysis of the system log files indicated that pressing the "power" button on the keyboard caused the system to shut down on its own. The fse replaced the keyboard. After the keyboard was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system shut down by itself. No harm was reported. Philips has started an investigation of the complaint.